Event description:
Baxter technical services reported the pump was returned for service with an original reason for return "accuracy". No patient incident or injury has been reported with this device.